Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol). The reported patient age was unknown. There was 1 patient with unknown gender.

Manufacturer narrative:
One sample was not returned. There was one case with a method codes of analysis of production records (3331), device not returned (4114), a result code of no findings available (3221), and a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).